Event description:
It was reported that the right ventricular (rv) lead had low impedance. During revision, insulation damage was observed. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.